Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4) - secondary surgical intervention, exchange (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -15.00/1/090 (sphere/cylinder/axis), implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.